Manufacturer narrative:
Original surgery was performed by dr in 2000 using hutchison hsl 0340 saline-filled implants, which were filled to a volume of 0360cc (left) & 0360cc (right), which is within the maximum fill volume limits. Patient underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan 400cc devices. Visual inspection identified a fold flaw which measures approx 90mm in length, which starts 15mm below the valve straps on the anterior surface that continues towards the periphery where it ends in a split measuring approx 2mm in length. Pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the fold flaw / split identified signs of fatigue around the split. The product met all manufacturing and quality specifications post MFR. The fold flaw / split are not manufacturing faults.